Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: restoration (tm) adm. Cup w/ha; cat# 1235-2-482; lot# g2678931. Delta v-40 ceramic head 28/0; cat# 6570-0-128; lot# 39865303. Size 4 accolade ii 132 deg; cat# 6720-0435; lot# 39135502. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device evaluated by manufacturer? Not returned.

Event description:
This patient is a subject in (B)(6) study. At the subject's 7-year follow-up, the subject was experiencing some pain due to left trochanteric bursitis. The subject indicated she was overall satisfied with the results of her hip replacement.